Manufacturer narrative:
Correction: the initial MDR#, included serial # (B)(6). However, the issue against that serial number is against the unfolder series cartridge. That event was already captured in MDR 2648035-2020-00785. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: breakdown of 26 events is as follows: cosmetic issues 16, difficult to use 1, haptic damaged 5, haptic detached 3, inserter problem, lens damaged 1. Serial number of the suspect product: (B)(4). 16 investigations were completed, and 9 investigations are pending from this period. Breakdown of 17 completed investigations: (B)(4). The investigation concluded that the product met manufacturing release criteria. A review of the records related to the device including complaint trend and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained then a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
This report summarizes <noe> 26 </noe> malfunction events. The events were related to lens damage. There were no patient injuries reported associated to the events.

Manufacturer narrative:
Additional information: there are 7 investigations completed during this period. Breakdown of 7 investigations with respective serial numbers are as follows: (B)(6) lens cut, haptic detached, (B)(6) no product returned, (B)(6) no product returned, (B)(6) lens cut, (B)(6) no product returned, (B)(6) no product returned, (B)(6) no product returned. The investigations concluded that product met manufacturing release criteria and no product deficiency was identified. Regarding serial# (B)(6). It was reported in the initial submission medwatch#2648035-2020-00800. Additional information was received explaining serial number 4714001911 was incorrectly provided and there is no reportable event against it. The correct serial number is (B)(6), model pcb00. Therefore, a separate medwatch pertaining to pcb00 will capture the updated information. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.